Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp shocks for af with rvr. The device initially diagnosed an svt with two disagreeing discriminators. Morphology had indicated a vt, however, the morphology scores were just below the match percentage. Interval stability had rediagnosed an vt after the rvr became more stable. Programming changes were recommended.